Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: device returned. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va-lcp lat dist fibula pl 2.7 r 6ho l118, p/n: 02.118.406, exhibits signs of normal use. No significant product problem was found on the surface of the device. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test to assess the allegation of will not lock, was not conducted since the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the va-lcp lat dist fibula pl 2.7 r 6ho l118, p/n: 02.118.406, was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1: brand name updated. H6: analysis of production records added to type of investigation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part# 02.118.406; lot # 68p5933; manufacturing site: werk selzach logistik; release to warehouse date: 09 sep 2020; supplier: (B)(4); expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Patent identifier: (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in argentina as follows: it was reported that at the time of surgery, the doctor tries to place the plate indicating (after surgery) that I cannot do it, since "the screws when entering do not make the blockage that the plate requires to remain stable." The sub-distributor returned the license plate, indicating this reason. Once in our deposits, it was tested, in the different holes of the plate, with different 2.7 va screws, to verify the information, and we could not lock the screws, that is, they move as if they were notched, but not they are notched and the plate does not show evidence of having been used or tested in another surgery, for which it could have been damaged. There was surgical delay because the plate that was fixed in the proximal branch had to be removed and changed to the other shorter option after several unsuccessful attempts. The fracture was reduced and stable concomitant device reported: unk - screws: 2.7 mm va locking (part# unknown; lot# unknown; quantity: unknown) this report is for one (1) (B)(4). This is report 1 of 1 for complaint va-lcp lat dist fibula pl 2.7 r 6ho l118